Event description:
The customer reported that the ventilator tidal volume is out of spec and the flow waveform is dropping below baseline by 30l/m and the vte value is greater than the value of vti. No pt involvement.

Manufacturer narrative:
The customer evaluated the ventilator and determined that replacement of the gas delivery engine resolved the reported issue.